Manufacturer narrative:
Insulin alarmed due to faulty connector on remote frequency board. Insulin pump minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple error alarms. During troubleshooting, the insulin pump failed the self test. Blood glucose level was 157 mg/dl at the time of the call. No further information was provided.